Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump date was incorrect after a pump reset was performed. During troubleshooting with tandem technical support, corrected the customer the date and resumed insulin therapy. Customer's blood glucose was 198 mg/dl.